Event description:
It was reported that a non-sustained lead noise alert was noted via a (B)(4). An increase in capture threshold and a decrease in sensing were also noted. X-ray revealed lead dislodgement. The patient was asymptomatic. The lead was repositioned successfully, however, it was later reported that the lead was explanted and replaced. It was reported that the issue arose because the patient was chopping wood. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.